Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # v419196, product type lead. (B)(4).

Event description:
A health care provider (hcp) reported that therapy impedances were measured to be high on the patient¿s left implantable neurostimulator (ins). The patient was not having any issues with therapy. The ins was at 3.4v when running electrode impedances and everything appeared to be okay. Electrode combination 0/3 was at 900 ohms and everything else was fine. The patient¿s left side was programmed to 3.4v, 60 usec, and 170 hz. The patient¿s right side was programmed to 3.8v, 60 usec, and 135 hz with a therapy impedance of 643 ohms. A longevity calculation estimated the ins to reach elective replacement indicator (eri) at 2.58 years and end of service (eos) at 2.83 years. The patient¿s indication for use is parkinson¿s dual and movement disorders. No cause, troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.